Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, and inhibited patient's ability to walk. Update ad 14 may 2018 receipt of ppf and medical record. Ppf alleges pseudotumor, metallosis, and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address failed metal on metal total hip replacement left, possible acetabular component loosening. On (B)(6) 2012, patient had a clinic visit due to painful total hip arthroplasties, she also had a grinding and groin pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was presented with grinding and groin pain. The patient was then revised for failed metal on metal total hip replacement left, possible acetabular component loosening. Operative notes reported that a fluid collection with evidence of metallosis was encountered. Necrotic tissues were debrided, which consisted of trochanteric bursa, which was seen within metal debris. There was minimal evidence of taper corrosion. Prior to this examination of the cup showed it to be quite vertical. It was also quite anteverted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information was previously reported in error under MFR# 1818910-2020-05626 due to report duplication. MFR# 1818910-2018-77586 will be kept for investigation purposes. No code available (3191) is used to capture (device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.